Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as unidentified (tear) . (Shell thickness was within specification). ¿ double capsule : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "on the left breast, an incision is also made in the submammary fold: detachment down to the periprosthetic capsule. Opening of the capsule. No periprosthetic effusion. The prosthesis is removed. Embedded in a double membrane. Biopsy of the capsule for anatomical-pathology. On examination of the prosthesis we find a small crack on the equator, about 1 cm¿. Device has been explanted and replaced.

Event description:
Healthcare professional reported "on the left breast, an incision is also made in the submammary fold: detachment down to the periprosthetic capsule. Opening of the capsule. No periprosthetic effusion. The prosthesis is removed. Embedded in a double membrane. Biopsy of the capsule for anatomical-pathology. On examination of the prosthesis we find a small crack on the equator, about 1 cm¿. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "on the left breast, an incision is also made in the submammary fold: detachment down to the periprosthetic capsule. Opening of the capsule. No periprosthetic effusion. The prosthesis is removed. Embedded in a double membrane. Biopsy of the capsule for anatomical-pathology. On examination of the prosthesis, we find a small crack on the equator, about 1 cm¿. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/07/2024.